Event description:
Caller reported a tandem mobi cartridge alarm occurring on two occasions. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to put the original pump into storage mode and return it. A replacement pump was sent to the customer.